Event description:
It was reported that, during an installation performance check, the intermediate stim 1 cable was broken on the endoscope image module; leading to an intermittent endoscope issue where the image disappears from the console quickly prior to returning. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).